Manufacturer narrative:
Product complaint # (B)(4) . The complaint device was received and inspected. Visual observations revealed that the jaw-to-shaft pin was missing from its space. Further observation revealed that the device appears worn, indicating heavy use from the field. Functional testing via actuation of the jaw lever revealed that the jaws did not open or close; top jaw only moved laterally along the shaft due to the nonexistent pin thus, confirming this complaint. Further testing revealed that the actuator protrudes out from the shaft. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing off from its space. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4)

Event description:
It was reported by the sales rep that the jaw on the customer's expressew iii without hook was not closing during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.